Event description:
On (B)(6) 2012, the lay user/ patient contacted lifescan (lfs) (B)(4) alleging the onetouch veriopro meter read inaccurately erratic. The patient reported blood glucose results of "166, 122 and 139 mg/dl" with the subject meter, performed within 20 minutes of each other. The results fell within expected values for precision testing. The patient did not experience any symptoms or seek any medical attention because of the reported issue. This complaint was initially not reported due to the following conclusion(s): there was no indication that the subject meter caused or contributed to a serious injury. In addition, there was no evidence that the product malfunctioned based on customer service troubleshooting. On (B)(4) 2012, lfs completed device evaluation with the returned test strips. The test strips failed testing since the control solution was above the expected range. Lfs also completed evaluation with the returned meter; however, the test passed since the alleged complaint was not confirmed. This complaint is now being reported due to the failed testing with the returned test strips.